Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction and the sheath was inserted via the right femoral artery. The md could not advance the iab over the spring wire guide (swg) and as a result, a second iab and swg were used. A requested was made for more info about the event.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.